Event description:
It was reported the device was ¿not working¿. It was unknown if it was the pump or the personal therapy manager (ptm). The reporter was unfamiliar with the device and stated "something's not working" but was not sure which one. The pump was delivering morphine. Additional information has been requested but was not available at the time of the report.

Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2004, product type: catheter. Product ID: 8835, serial# (B)(4), product type: programmer, patient. (B)(4).